Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.0/+2.5/93 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting with rotation. On (B)(6) 2021 the lens was repositioned but this did not resolve the problem. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. B5 - it was later reported that the problem was not resolved. Patient now has refractive change overtime with the replacement lens. See MFR# 2023826-2022-02627 for replacement lens claim. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: it was later indicated that on (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. "Patient is happy". Claim#: (B)(4).